Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, frozen screen, nor moisture damage inside the insulin pump was found. The insulin pump was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error, was unresponsive to button presses, and had a frozen screen. The blood glucose reading was 120 mg/dl. The customer's mother stated that the insulin pump had been exposed to water, but she mentioned that it had been splashed, not submerged. The customer called another time, reporting a button error alarm which occurred during a bolus attempt. The blood glucose reading was 68 mg/dl. Advised replacement of the insulin pump. Nothing further reported.